Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2014

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: black box confirmed time and date reset to default setting following battery change on (B)(4) 2013 but patient did not set correct time/date after power on reset. Pump was exercised for 24 hours battery was removed for 6 hours , time and date reset to default. Pump was open to investigate and the internal battery was found to be leaking and unable to hold a charge. Unrelated to the complaint, there's a crack along the battery compartment extending from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release